Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary:the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l19160), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported via complaint submission tool that during a shoulder repair, while using a 6.5mm healix advance knotless br anchor, surgeon attempted to pass 6x suture limbs through hak distal tip and suture bridge fractured with the force of passing excessive number of suture, they removed broken anchor from sutures and passed less sutures through subsequent hak. Good cuff repair outcome established. There was a surgical delay of 5 minutes and no patient consequences.